Manufacturer narrative:
Based on the completed investigation, the reportable malfunction was possibly due to a damaged plug unit, but root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the image was found to be flickering. There was no patient involved.